Event description:
Cotton is separating from tampon during removal vagina foreign body in reproductive tract. Cotton is separating from tampon [device breakage. Cotton is separating from tampon during removal, retained complication of device removal cause was traced to design product design issue. Case narrative: consumer reported via e-mail that cotton is separating from the tampon during removal. No serious injury reported.